Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was explanted. No additional adverse patient effects were reported.